Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's image error was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: there may be an abnormality in the scope/camera head used at the time that e228(scope ID data error) occurred. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during inspection of the device, the video system center had an e228 error code (a scope ID data error). There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.